Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The unit had cracked case at display window corner, cracked battery tube threads, reservoir tube lip and case at reservoir tube window corner.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad would lock during a manual bolus. Customer also reported a button error alarm and that their buttons were unresponsive. Customer's blood glucose was 154 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.